Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the port. The leaks were discovered during an unspecified process step and it was unknown if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and found that during manufacturing, one unit failed leak testing due to a damaged part on a machine. The part was replaced and all affected units were scrapped. The five bags were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.